Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a spot on the lung and chronic inflammatory demyelinating polyneuropathy and headaches since (B)(6) 2021. The patient did report to receive medical intervention and saw a ent and neurologist. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.